Manufacturer narrative:
Corrected data: - philips has investigated this complaint. According to the additional information collected, the issue occurred during neurovascular of procedure. The procedure was completed by moving the patient to another room. It was reported to philips that the system was unable to perform fluoroscopy. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer reported loss of fluoroscopy. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite, verified the problem, reviewed nss logs (found no relevant errors), and ran a database consistency check that repaired ~50 issues, but fluoroscopy still failed. The customer later reported fluoroscopy stopped again during a case. On further troubleshooting logs still showed no cause; when fluoroscopy did run the image quality was poor. Further diagnostics showed the host pc failed memory tests and fse confirms the host pc was defective. To resolve the issue, fse replaced the host pc and swapped hard drives from the old pc. The defective part was sent for analysis, for host pc no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during neurovascular of procedure. The procedure was completed by moving the patient to another room. It was reported to philips that the system was unable to perform fluoroscopy. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer reported loss of fluoroscopy. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite, verified the problem, reviewed nss logs (found no relevant errors), and ran a database consistency check that repaired ~50 issues, but fluoroscopy still failed. The customer later reported fluoroscopy stopped again during a case. On further troubleshooting logs still showed no cause; when fluoroscopy did run the image quality was poor. Further diagnostics showed the host pc failed memory tests and fse confirms the host pc was defective. To resolve the issue, fse replaced the host pc and swapped hard drives from the old pc. The defective part was sent for analysis, for host pc no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform a fluoroscopy, the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.